Event description:
It was reported that the ventricuar lead exhibited loss of capture. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(6).